Event description:
The device was used in an attempt to administer defibrillator shocks to a cath lab pt during an elective cardioversion procedure. The device allegedly charged to only 17 joules when 50 joules was selected and the service light was illuminated. The operator disarmed the charge and tried again. The unit reportedly charge to 34 joules on the second attempt. The shock was administered to the pt. The pt's rhythm was convereted. There were no adverse effects to the pt reported as a result of the alleged malfunction.